Event description:
The customer requested the part number of a replacement touchscreen. The device was not being used for medical treatment; no further details were provided regarding the event. No patient or user harm was reported.

Manufacturer narrative:
Per the diagnostics performed by the engineer, the customer stated that a quote was received, and the customer wanted to verify the part listed on the quote. The remote support engineer (rse) found that on the quote, it had an lcd listed, and the customer stated that a touchscreen was needed. The rse provided the customer with the touchscreen part number and was transferred to the parts department to have the quote changed to reflect the proper part. The customer is taking responsibility to correct/repair the device. The customer has been notified to contact philips if this does not address their device issue at which point a new service order will be created. No further information will be obtained as this concluded philips remote support to the customer for this event.

Manufacturer narrative:
The customer reported that the touchscreen was replaced, and the issue was resolved.